Manufacturer narrative:
B3: APPROXIMATED BASED ON THE DATE THE MANUFACTURER BECAME AWARE OF THE EVENT. ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENTS INVOLVED IN THE EVENT: MODEL NUMBER/CATALOG NUMBER: SC-2317-50. SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: (B)(6). MODEL/CATALOG DESCRIPTION: INFINION CX LEAD KIT, 50CM. UNIQUE IDENTIFIER (UDI) #: (B)(4). MODEL NUMBER/CATALOG NUMBER: SC-2317-50. SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: (B)(6). MODEL/CATALOG DESCRIPTION: INFINION CX LEAD KIT, 50CM. UNIQUE IDENTIFIER (UDI) #: (B)(4). MODEL NUMBER/CATALOG NUMBER: SC-4318. SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: (B)(6). MODEL/CATALOG DESCRIPTION: CLIK X ANCHOR STERILE KIT. UNIQUE IDENTIFIER (UDI) #: (B)(4).

Event description:
IT WAS REPORTED THAT THIS SPINAL CORD STIMULATION (SCS) DEVICE WAS REPLACED DUE TO AN UNKNOWN REASON. THE LOCATION OF THE DEVICE IS UNKNOWN. NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED. GOOD FAITH EFFORT ATTEMPTS WERE MADE TO TRY AND RETRIEVE ADDITIONAL DETAILS REGARDING THE REPORTED EVENT, BUT FURTHER INFORMATION WAS UNABLE TO BE OBTAINED.

Event description:
It was reported that this Spinal Cord Stimulation (SCS) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
The device was not returned to Boston Scientific for analysis, and the complaint as reported was not able to be confirmed. A review of the Device History Record DHR confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. The device was not returned for analysis, and the complaint as reported could not be confirmed. Therefore, this investigation is unable to determine a probable cause for the complaint, and the conclusion code cause not established will be used.B3: Approximated based on the date the manufacturer became aware of the event.Additional suspect medical device components involved in the event:Model Number/Catalog Number: SC-2317-50,Serial Number: (b)(6),Batch/Lot Number: 7077612,Model/Catalog Description: INFINION CX LEAD KIT, 50CM,Unique Identifier (UDI) #: (b)(4).Model Number/Catalog Number: SC-2317-50,Serial Number:(b)(6),Batch/Lot Number: 7077610,Model/Catalog Description: INFINION CX LEAD KIT, 50CM,Unique Identifier (UDI) #: (b)(4).Model Number/Catalog Number: SC-4318,Serial Number: (b)(6),Batch/Lot Number: 29908541,Model/Catalog Description: CLIK X ANCHOR STERILE KIT,Unique Identifier (UDI) #: (b)(4).